Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, patient not connected when therapy initiated was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice (hc) device during the initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that the hp started the therapy before connecting themselves and then were connected after initiating therapy. The technical service representative explained the alarm, reviewed proper connecting procedure and had the care giver (cg) cycle the power on the hc to clear the alarm. The cg would start over with new supplies to complete the therapy for the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.